Event description:
The mallinckrodt customer support engineer (cse) was called in to service the device for a reported malfunctioning audio alarm. Upon inspection, the cse discovered that the alarm wires were crushed between the front panel and chassis, causing a short. The cse replaced the damaged alarm assembly and the unit passed extended testing. There was no pt involvement, as reported by the respiratory therapy staff. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.